Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10ml saline fill ce, cloudy solution. The following was provided by the initial reporter: cloudy solution in syringes. When did the incident occur? Before use. It was reported that writing to raise a concern regarding a recent batch of posiflush syringes we have received, ref: (B)(4), lot:6105821. Unfortunately, all syringes within these boxes appear to contain a cloudy solution. The instruction leaflet included with the product advises, ¿do not use if cloudy or coloured,¿ which has prompted our concern. In our previous experience with posiflush products, the solution has always been clear. As such, this variation is unexpected and requires clarification.